Event description:
As reported: "two drills broke off during surgery and the tip of the drills remained to the patient bone."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device discarded.